Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We will submit a f/u report when/if prod is returned for eval or add'l info becomes available. Ref MDR 1213643-2007-00901 for report of second mesh implanted. Ref MDR 1213643-2008-00193 for report of salute stapler involved in the event.

Event description:
Attorney's report of pt's implantation with two bard 3dmax meshes with the use of a salute 38cm implant cartridge. The mos following the surgery the pt developed pelvic discomfort which continued for several mos post-op until the discovery in 2006 of a recurrent inguinal hernia which allegedly occurred as a result of the failed mesh and q-rings. A repair of the recurrent hernia was attempted; however, the pt continued to experience worsened pelvic, abdominal and testicular pain, significant urinary tract irritability, inflammation and infectious prostate symptoms, sexual dysfunction and a large painful mass developed at the surgical site, with associated nerve damage and testicular and lymphatic obstructions. Exploratory surgery in 2007, revealed that the q-ring failed to keep the mesh in place, allowing the mesh to move freely about the body, attaching to various internal organs which resulted in internal damage. The pelvic mass containing a portion of the mesh was removed, but fragments of the mesh remain imbedded in the pt's pelvic region.